Event description:
Information received from the field notes that the patient presented for a device check about three weeks post implant complaining of syncope. The ventricular capture threshold was 3.25v at 1 ms and r waves were measured at 4.5mv. A chest x-ray of the lead showed "slight pull-back". There- fore, it was replaced.